Event description:
Device issue: stent jumped. Time of device issue: during the procedure. Adverse event: additional stent implanted. It was reported that during an interventional procedure in the carotid artery, as the handle was being pulled back, resistance was noted. When additional pressure was applied, the handle moved "instantly." The stent then jumped and was deployed in the distal one third of the lesion. Another rx acculink was deployed overlapping the first stent. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: difficulty of deploying can be the result of, but not limited to, manufacturing, interaction with lesion/anatomy, physician technique, kinked shaft, failure to unlock the handle, and/or damage to the handle components. In this case, resistance was noted during deployment and as further force was applied, the stent jumped and deployed in an unintended location and another stent was deployed to treat the target lesion. It is likely that the rapid deployment contributed to the reported inaccurate stent deployment. Without return of the device, a definitive cause for the reported deployment issues cannot be determined; however, there is no indication of a product quality deficiency. All acculink stent systems are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment.